Event description:
It was reported to medtronic minimed that the customer reported a change sensor alert, sensor updating alert and was assisted with tester procedure for transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed for sensor alerts. The customer was able to run a transmitter test and test failed. Customer was advised to try another sensor. Customer requested to run tester procedure for the transmitter. Led(light emitting diode) light blinked when transmitter was connected to tester but transmitter did not communicate after running tester procedure twice. No harm requiring medical intervention was reported. The customer discontinued the use of the device, mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received and placed unit under microscope and visually found low spring contact at the connector pins# 1. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of communication anomaly, and unexpected alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.